Event description:
During laparoscopic cholecystectomy procedure was converted to an open procedure allegedly to get the non-released stapler removed. The gallbladder was very thick walled and distended. We began by evacuating frank pus from the gallbladder. We then were able to better grasp the gallbladder and direct this towards the patient's right shoulder. I still did not have excellent visualization of the lower half of the gallbladder owing to the patient's generous omentum and colon. I therefore added another 5 mm left upper quadrant port and through this introduced a liver retractor and used this to retract the omentum and colon caudad. We then began gently sweeping peritoneum off the infundibulum of the gallbladder. Again, the gallbladder was very thick walled. There was a thick rind over the gallbladder. We began working our way towards the liver. It was apparent that the infundibulum of the gallbladder was really stuck down on the porta hepatitis and potentially the common bile duct. We therefore altered our path. We started back at the fundus of the gallbladder and began with a dome down approach. We continued taking the gallbladder off the gallbladder fossa until we coned down on the infundibulum. At this point, we still did not feel that we could safely dissect out the cystic duct and cystic artery, again just owing to intense inflammation in the area. Feeling very confident that we were down at the narrow portion of the infundibulum, I then proceeded to pass a 45 mm echelon stapler through the subxiphoid port after enlarging this to a 12 mm port and then proceeded to pass the stapler across the infundibulum. The tissue was very, very thickened. At that point, I did not know there were stones impacted in the infundibulum. I was able to successfully close the stapler across the infundibulum of the gallbladder. I let this sit for 2 to 3 minutes. I then opened the stapler and then reclosed it, and this time, closed it without difficulty. I then proceeded to fire the stapler. It was clear that the blade did not go all the way through the firing mechanism. I then found that I was unable to open the stapler. I tried several times to manipulate the stapler in hopes of opening it, but ultimately, I feared that if I manipulated the stapler too much, I would risk tearing the fragile structures including the cystic duct or injure some of the structures in the porta hepatitis. At this point, given the difficulty with the stapler as well as just the overall difficulty of the gallbladder and suspicion now that there were stones stuck in the infundibulum of the gallbladder, I made the decision to convert to an open procedure. Patient was discharged day three post-op.